Event description:
It was reported that in central processing, during the cleaning process, a wire became frayed, just frayed on the fenestrated bipolar forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be frayed. The drive/pitch up cable was frayed at the distal clevis hub. The frayed strands were sticking out of the instrument wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.